Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: aguado hj, país-ortega s, garcía-virto v, bodas-gallego p, álvarez-ramos a, ganso a, plata-garcía m, macho-mier m, rodríguez-garcía e, garcía-medrano b, noriega dc. Proximal femoral fractures in the elderly. Does cement augmentation decrease mechanical failures and increase function? A retrospective cohort study. Injury. 2024 oct;55 suppl 5:111673. Doi: 10.1016/j.injury.2024.111673. Pmid: 39581654. Objective/methods/study data: a retrospective cohort study was conducted on patients = 70 years old with type 31-a epff (ao/ota classification) treated with intramedullary nailing between 2017 and 2021, a total 58 patients of included 50 women and 8 men, with a median age of 86.78 years (75¿96). 20 patients were living in a nursing home before the fracture and 30 fractures were stable and 28 unstable. Patients with the diagnosis of a type 31-a epff (ao/orthopedic trauma association classification-2018 edition) fixed with a trochanteric fixation nail advanced (tfna¿) (depuy-synthes, warsaw, USA) using a helical blade as the cephalic component which can be augmented or not. The study group had the cephalic blade augmented with polymethylmethacrylate bone cement (traumacem v+ (depuy-synthes, warsaw, USA). Median follow-up time was 17.9 months (14.5¿21.3) in the augmented group and 18.2 months (14.6¿21.7) in the non-augmented group. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes trochanteric fixation nail advanced and unknown synthes traumacem adverse event(s) and provided interventions possibly associated with unk - constructs: tfna (18 qty ) -1 patient in the study group had implant infection at 11 months follow-up. No intervention provided. -1 patient in the study group presented avascular necrosis (avn) at 12 months follow-up treated with a total hip arthroplasty. -8 patients in the study group developed at least 1 medical complication (6 stable fractures and 2 unstable fractures). -8 patients in the control group developed at least 1 medical complication (5 stable fractures and 3 stable fractures). -respiratory infection was the most frequent complication in both groups. Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: traumacem (1 qty ) -1 patient in the study group had intra-articular cement leak. No intervention provided. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (2 qty ) -1 patient in the control group had one cut-out within the first 30 days after nail fixation of the right femur. This needed surgical management. -1 patient in the control group had periprosthetic fracture. This needed surgical management. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna helical blade (1 qty ) -1 patient in the control group had cut-through or medial migration of the blade with penetration into the joint in a left femur, diagnosed at 3 months follow-up. This needed surgical management.